Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Received 1 opened/used simplera sensor/serter and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination result. First term reason: eisreal1ktermination. First term reason descriptor: sensor was terminated due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event in conclusion: the customer complaint of sg v bg anomaly is confirmed, likely that the sensor contributed to the anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-5100jc1. Troubleshooting was performed it was reported sensor glucose and blood glucose values from the time of reported event was sensor glucose 13 mmol / blood glucose 9.2mmol and difference between sensor glucose and blood glucose at time of event was not within the target range. No harm requiring medical intervention was reported. Product mmt-5100jc1 was returned for analysis.